Event description:
The customer reported that while in patient use the ventilator suddenly started giving a low battery alarm and after few minutes it shutdown. Medical staff on duty immediately attended and put the patient on another ventilator. No harm to patient.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and found the ventilator not switching on and no ac indication on front side. Replaced the power supply and the ventilator started working satisfactorily. The carefusion failure analysis technician will evaluated the alleged failed part if it is returned to the manufacturer.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the power supply which was received for investigation with major physical damage to the power entry receptacle halting any testing. In order to move forward in troubleshooting, removed the physically damaged power entry module and installed 8 gauge wire and supplied 110vac and had no dc output. Fuse f2 was found to be missing with one lead still attached to the circuit and using a 18 gauge wire, added this to the f2 location and again applied wall ac and this corrected the no output condition with the fan assembly now operating. It appears that the physical damage was the cause of the reported issue. Findings/root-cause: physically damaged power entry assembly on the power supply caused fuse f2 to break away and the neutral and chassis pins to open.